Manufacturer narrative:
Document review: evolis ti plasma sprayed baseplate - ref. (B)(4). The analysis of the batch records was done and no anomalies were found concerning the problem occurred. Evolis ti plasma sprayed baseplate in the (B)(4) is cleared under k081023 (evolis total knee system) as cemented prosthesis, but the surgeon implanted it w/o cement. In the IFU and surgical technique for us of evolis, is clearly indicated that the product is to be cemented. Without using cement, it is known that the risk of loosening is higher than cemented systems. The event is not device related, but due to a user error.

Event description:
Tibial baseplate was not fixed in place and came loose. A revision surgery was necessary.